Event description:
On (B)(6) 2013, the lay user/patient's pharmacist contacted lifescan (lfs) (B)(4) alleging that the patient's onetouch vita enhanced meter was reading inaccurately high compared to another device. The complaint was classified based on additional information obtained from the patient during a follow-up call by a customer service representative (csr). The patient tests four to five times a day and manages her diabetes with 7-10 units of "(B)(6)" (before/after eating; based on carbohydrate counting) and 12 units of levimir insulin at 10pm. The patient clarified that the alleged issue began on (B)(6) 2013. The patient claims the subject meter reads between 230-320mg/dl higher than the contour meter; however readings (with both meters) are not specified and comparisons were performed more than 30 minutes from each other. According to the patient, following the alleged meter issue (date/time not known) she administered an unspecified dose of insulin based on the subject meter reading and an unknown time later developed symptoms of sweating and feeling hot. The patient clarified she drank coca-cola as treatment and felt better approximately 30 minutes later. At the time of troubleshooting, the csr verified the correct unit of measurement on the subject meter and noted that the blood glucose results were from the approved (per owner's manual) sample site. Replacement products were sent to the patient. The products involved with this complaint have been returned and evaluated by product analysis (pa) respectively on (B)(4) 2013 with the following findings: the test strips and meter were both evaluated and both passed testing with no faults found. The primary complaint was not confirmed. This complaint is being reported because the patient reportedly suffered symptoms suggestive of a serious injury after the alleged product issue began.